Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The valve wasn't any longer adjustable thus they explanted it.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: the proximal connector is missing and the silicone has been torn were the proximal connector should be. The valve was hydrated for about 40 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. It was not possible to flush the valve due to the damaged silicone housing at the proximal end. It was not possible to leak test the valve due to the damaged silicone housing at the proximal end. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve could not be pressure tested due to the damaged silicone housing. Review of the history device records confirmed the valve product code 81-3100, with lot ckmbyj, conformed to the specifications when released to stock in 29th october 2009. No root cause could be determined, as the problem reported by the customer could not be duplicated, the valve programmed. The root cause for the torn silicone housing, is probably due to wrong handling, as noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.